Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer reports "as he went to inject himself, he noticed that the insulin was spilling on him. He pulled the syringe from his skin and the needle remained stuck beneath the surface of his skin in his stomach."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.